Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. It was noted that there was bubble at the suction of the sheath, leak at the valve. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Additional information updates to suspect medical device. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. It was noted that there was bubble at the suction of the sheath, leak at the valve. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.